Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. No indication was given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken, one bail cover was broken, one bail cover was missing, the battery contacts were compressed, and one bail was missing.

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. No indication was given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.